Event description:
Boston scientific crm received information dextrus ventricular lead was exhibiting loss of capture with thresholds of 4.5v at 8ms. It was noted that the patient is not a candidate for steroids and therefore, this dextrus ventricular lead was removed from service and replaced. The lead was not returned for testing. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.